Manufacturer narrative:
According to the information received from the field the device was explanted due to skin necrosis at the implant site. Skin necrosis was likely caused due to too much pressure applied on the skin flap by the implant. Furthermore, the user had several surgeries on the skin flap prior to the bone bridge implantation which most likely contributed to the observed outcome. It was reported that the hearing performance with the device was not affected and that the device was working well before explantation. Mechanical damages found during investigation are related to the explantation surgery. This is a final report.

Event description:
The user developed a skin necrosis. The device was working well. The device has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user developed a skin necrosis. The device was working well. The device has been explanted.